Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a system explant procedure on (B)(6) 2016 [related manufacturer reference number: 1627487-2016-04418], the lead was cut and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.